Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The device was completely removed and the procedure completed with another of the same device. There was no serious injury or adverse patient effects.

Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The device was completely removed and the procedure completed with another of the same device. There was no serious injury or adverse patient effects. Device evaluated by manufacturer: examination of the returned device revealed that there was blood noted within the balloon material which is evidence of a device rupture. A visual and microscopic examination examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 10mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for approximately 60mm. No issues were noted with the balloon material that could have contributed to the balloon material damage. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device.